Event description:
A system alarm occurred at the start of a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's epogen dose was increased for one week only, due to a small decrease in hgb level post event. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss is attributed to the operator not performing rinseback in a timely manner, as directed in the user's guide when an alarm cannot be resolved. Nxstage medical considers this report closed. The user's guide provides adequate instructions for resolving system alarms. No additional information will be provided.